Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead had exhibited high, out-of-range shock impedance measurements greater than 200 ohms. Technical services reviewed the impedance trends and found the measurements had been out-of-range since implant in 2024. It was recommended to perform x-rays to verify the lead was fully inserted into the device header. If under insertion was identified, a revision procedure would be performed. No adverse patient effects were reported. The device and lead remain implanted and in service. Additional information was received. The patient underwent a lead revision procedure. However, when the new lead was implanted, the shock impedance measurements remained out-of-range and no connection issue was observed. The local boston scientific sales representative was contacted and it was then realized that the shock configuration was never reprogrammed to the appropriate setting for a single coil defibrillation lead (from nominal triad to rv coil to can). No additional adverse patient effects were reported outside of the unnecessary surgical intervention to replace the lead. The ICD remains implanted and in service. The local sales representative later visited the physician customer and learned that the original lead was not explanted and replaced after all. The pocket was opened and no connection issue was observed, but before the lead was explanted, the clinician had contacted the sale representative and was told to confirm the shock configuration programming was appropriate for a single coil lead. Therefore, it was updated from the nominal triad setting to rv coil to can. The original lead and original device remain implanted and in service.. No additional adverse patient effects were reported outside of the unnecessary surgical intervention to verify the connections.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead had exhibited high, out-of-range shock impedance measurements greater than 200 ohms. Technical services reviewed the impedance trends and found the measurements had been out-of-range since implant in 2024. It was recommended to perform x-rays to verify the lead was fully inserted into the device header. If under insertion was identified, a revision procedure would be performed. No adverse patient effects were reported. The device and lead remain implanted and in service. Additional information was received. The patient underwent a lead revision procedure. However, when the new lead was implanted, the shock impedance measurements remained out-of-range and no connection issue was observed. The local boston scientific sales representative was contacted and it was then realized that the shock configuration was never reprogrammed to the appropriate setting for a single coil defibrillation lead (from nominal triad to rv coil to can). No additional adverse patient effects were reported outside of the unnecessary surgical intervention to replace the lead. The ICD remains implanted and in service.